Manufacturer narrative:
The manufacturer previously reported a failure of the ac inlet connector and active exhalation control module. The ac inlet connector and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the ac inlet connector and active exhalation control module failing was due to physical damage. The interface board was also returned to the manufacturer for further investigation. During the investigation, the root cause of the interface board failing was due to remote alarm connector (j2) being broken off the board.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the devices ac inlet connector and active exhalation control module was observed. The device's ac inlet connector and active exhalation control module were replaced to address the issues.